Event description:
It was reported through the litigation process that a vena cava filter was placed in conjunction with or before bariatric procedure. At some time post filter deployment, it was alleged that filter perforated the inferior vena cava. The device has not been removed and there were no reported attempts made to retrieve the filter. The current status of the patient is unknown.

Manufacturer narrative:
H10: manufacturing review: a device history record review could not be performed as the lot number is unknown. Investigation summary: the device was not returned for evaluation. The medical records included images. The image review was documented in the medical records. Medical records were provided and reviewed. The medical records allege bard g2 filter was implanted in above the bifurcation and below the renal veins location for a patient with prior to a bariatric procedure. The inferior vena cavogram appropriately identified the placement of the filter. The patient tolerated the procedure well. Approximately seven years and six months later, a computed tomography of the abdomen was performed. The images displayed grade 3 perforation of 5, 6, and 7 o¿clock struts to abut l3 vertebral body, grade 4 perforation of 3 o¿clock strut to abut aorta, and multiple grade 1 perforations. The images also displayed a 11.31 degrees sagittal tilt and 23.7 degrees coronal tilt, and the apex of the filter abutted right anterior wall of the inferior vena cava. The filter may have migrated as the apex was 3.9 centimeters below the right renal vein confluence. There was no evidence of inferior vena cava stenosis or any definite fractures/missing struts. Therefore, the investigation is confirmed for the alleged filter tilt and perforation inferior vena cava. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. H10: g3,h6(device, conclusion), h11: h6(method, result), h11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
Manufacturing review: the device history record (DHR) could not be performed as the lot number is unknown. Investigation summary: the device was not returned for evaluation. Images were not provided. Medical records were provided and reviewed. There were no device deficiencies identified within the medical records. Therefore, the investigation is inconclusive for alleged perforation of the ivc as no objective evidence has been provided to confirm any alleged deficiency with the filter. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate.

Event description:
It was reported through the litigation process that a vena cava filter was placed in conjunction with or before bariatric procedure. At some time post filter deployment, it was alleged that filter perforated. The device has not been removed and there were no reported attempts made to retrieve the filter. The current status of the patient is unknown.

Manufacturer narrative:
Manufacturing review: the device history record (DHR) could not be performed as the lot number is unknown. Investigation summary: the device was not returned for evaluation. Images were not provided. Medical records were provided and reviewed. There were no device deficiencies identified within the medical records. Therefore, the investigation is inconclusive for alleged perforation of the ivc as no objective evidence has been provided to confirm any alleged deficiency with the filter. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate.

Event description:
It was reported through the litigation process that a vena cava filter was placed in conjunction with or before bariatric procedure. At some time post filter deployment, it was alleged that filter perforated. The device has not been removed and there were no reported attempts made to retrieve the filter. The patient reportedly experienced back pain; however, the current status of the patient is unknown.